Event description:
See manufacturer¿s report #3004209178-2013-10871 for information regarding the patient¿s prior issues which prompted their current catheter placement. Following a pump explant and catheter removal, the surgeon opted to place a temporary catheter with connection to an epidural pump to prevent withdrawal issues. The external pump began infusion post-op at a dose of approximately 225 mcg/day. The patient subsequently went into baclofen overdose and was intubated approximately 4 hours post-op. The intrathecal infusion was stopped. 8 hours post-op, the patient was recovering from overdose. The patient¿s symptoms included respiratory depression and hypotonia. The patient required hospitalization. The medication delivered was lioresal. A representative later reported, the concentration of lioresal was 500 mcg/ml. A representative later reported that the intrathecal catheter that was externalized was connected to a peritoneal lumbar shunt.

Manufacturer narrative:
(B)(4).